Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2017. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 20285520.

Event description:
It was reported that the patient was experiencing loss of stimulation even after reprogramming attempt. The patient underwent a lead replacement procedure and was getting great coverage. No device malfunction was suspected. The explanted leads will not be returned.